Event description:
Kalteis, k., et al. Influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206. The article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease. Pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. Approx, one year post-operatively, one male pt noted a worsening of psychosocial and psychiatric functioning vis a vis psychological construct questionnaires, specifically in greater anxiety and depressive symptoms and less well-being. The pt had no history of mental disorder, but did report psychosocial difficulties before surgery. The pt reported conflicts with his wife. Three months after dbs surgery they stopped living together and finally got divorced. He was able to continue working postoperatively. No treatment or outcome info was provided.